Manufacturer narrative:
At this time, the lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically replaced only three months after implant. It was reported that at implant the helix wouldn¿t retract/extend with attempted fixation. No additional adverse patient effects were reported.